Event description:
It was reported when using the pyxis medstation es system cubie drawer failed and there was a sign of broken cubie but when user hit the recover drawer icon nothing came up.the customer stated that the reported malfunction prevented the user from removing the medication to patient and confirmed that there was no delay to patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station showed failed drawer icon. A field service engineer checked drawer configuration and found bogus " failed drawer icon " showing on main screen. A technical support specialist assisted and removed the bogus failed drawer to resolve the issue. The system functioned as intended after troubleshooting the device.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed failed drawer icon. A field service engineer checked the drawer configuration and found bogus " failed drawer icon " showing on main screen. He worked with technical support specialist and assisted to remove the bogus failed drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooting the device.

Event description:
It was reported when using the pyxis medstation es system cubie drawer failed and there was a sign of broken cubie but when user hit the recover drawer icon nothing came up. The customer stated that the reported malfunction prevented the user from removing the medication to patient and confirmed that there was no delay to patient care. There were no adverse events or injuries reported based on this event.